Event description:
The customer stated a patient generated a reactive result on the axsym hbsag assay but confirmed negative on the axsym hbsag confirmatory assay. The sample was tested by pcr and was positive. The sample was tested on another axsym analyzer and was reactive on the hbsag assay and confirmed positive. The patient is a known hepatitis b carrier and has the following serological profile: nonreactive for anti-hbs, anti-hbc igm and hbeag. Reactive for anti-hbc and anti-hbe. Hbv pcr positive (479 u/ml). No impact to patient management was reported.

Manufacturer narrative:
Evaluation: this is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.